Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set had air in line the following information was received by the initial reporter with the following verbatim it appeas the tubing starts to pull air from somewhere and the line fills with air.

Manufacturer narrative:
It was reported by customer that it appears the tubing starts to pull air from somewhere and the line fills with air. One sample was received for quality evaluation. The sample submitted was connected to a blood bag and filled with blood. Additionally, the tubing was tied and intentionally kinked to impede the flow of the blood. The sample could not be tested in the condition it was submitted. The intentional kinking of the tubing using some type of adhesive damaged the sample, and therefore further testing of the sample could not be conducted. The customer complaint of air-in-line could not be confirmed. A root cause could not be determined because the failure could not be investigated due to the condition the sample was received. A device history record review could not be performed because the lot number is unknown.